Event description:
The pt went to surgery for placement of a greenfield vena cava filter. During the surgery, the filter did not activate or open the filter separated from the catheter and migrated into the pt's r. Atrium where it lodged. The pt had to be transferred to another hospital for an attempt to remove the filter. At the 2nd hospital, the radiologist discovered that the filter had migrated to the pt's lungs. The filter was not removed, however, a 2nd filter was placed in the proper location.